Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed a diagnostics display anomaly in the ventricular tachycardia (vt) episode summaries. The episode tree showed a vt-2 event dated in (B)(6) 2026; however, review of the vt/vf episodes summary confirmed that the only vt-2 event occurred on (B)(6) 2026. No intervention was reported. There were no patient consequences.

Manufacturer narrative:
Additional information was requested but not received.

Event description:
New information noted that programming changes were made. Patient condition was stable.